Event description:
It was reported that upon deployment, the legs of an ivc filter were twisted around one another and the filter failed to completely open. Reportedly, the filter was partially advanced out of the delivery system prior to confirming the placement location. The filter was then pulled back into the delivery system then deployed. An attempt to retrieve the filter was not performed. An add'l filter was implanted above the previous filter. The pt is asymptomatic.

Manufacturer narrative:
The lot number for the device has been provided. The device history records were reviewed with special attention to the raw materials, the subassemblies, the mfg process and the quality control testing. This lot met all release criteria. There is nothing seen in the DHR to indicate that there was a mfg related cause for this event. The filter remains implanted. Therefore, a sample eval could not be performed. The investigation is currently underway.